Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issues were that it was taking longer to charge, changing from good to excellent without cause while charging. Not recognizing the proper body position while in adaptivestim. Adjusting to very old program settings out of the blue, causing an electrocution feeling. Conversely, adjusting downward to a low setting for no reason causing unexplained pain. There was improvement in the reported issues with the new recharger and controller.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient, product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having issues with adaptive stimulation programming. The patient worked with the manufacturer representative (rep) and the rep felt that the controller needed to be replaced. The patient was extremely pushy so the controller was replaced and if issues continued, the patient was seeing the healthcare professional. It was reported that the their adaptive stimulation programming was acting up. Patient stated that it would register correct position but go to a stimulation level that was programmed multiple programming session ago and not to the stimulation that was recently programmed/set to. Patient stated that when this happened, the stimulation would "go so high that it felt like you were getting electrocuted or shocked." This had happened twice and they were laying down one of the times. The patient reported "oh its just been getting worse." The patient reported that they met with a manufacturer representative (rep) last week and they wanted the controller replaced.